Event description:
Karl storz has been providing the va hospital in (B)(6) with inferior quality new instruments with a large amount of rust present on the inside of the tubes. Four separate orders have been received with 100% of the instrumentation being rusty. Reference reports mw5154779, mw5154781, mw5154782.